Manufacturer narrative:
The investigation for the reported product damage (cannula kink) and thrombus has been completed. The product was returned, and the cannula kink was confirmed. Per the results of the clinical review and investigation: returned complaint pump visually inspected. Several kinks observed throughout the catheter. Thrombus not observed. The cause of the issue was patient condition related. As noted in the impella IFU: impella cp with smart assist system. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During implant, a kink was noted and possibly thrombus on the catheter of the device; therefore, the insertion was aborted. The patient survived the procedure.